Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced persisting brown discharge, urinary incontinence, heavy bleeding, and vaginal atrophy.

Event description:
It was reported that following insertion the patient experienced persisting brown discharge, urinary incontinence, heavy bleeding, and vaginal atrophy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary and bowel problems, dyspareunia, and vaginal scarring.

Event description:
It was reported that following insertion the patient experienced pain, infection, urinary and bowel problems, dyspareunia, and vaginal scarring.